Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, report source: foreign: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that they had just done an ins change from an older model to a newer model. It was noted that the patient had a 1x4 configuration lead and an extension implanted. When coming to program the patient, the rep tried the combinations with the lowest impedance, but they couldn't get any stimulation with whatever combination they used. It was noted that the rep used a bipole and guarded cathode. They tried pulse width from 270 up to 700 microseconds, but there was still no paresthesia. A photograph of the impedance results for electrodes 8, 9, 10, and 11 showed an ok status on all four electrodes, but high impedance of 13500 ohms on pair 8-9, 13420 ohms on pair 8-11, 12350 ohms on pair 9-11, 13450 on pair 10-11. Other pairs ranged from 2620 to 3690 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the reason for the ins replacement was end of service (eos) from normal use. Impedance was measured before the ins replacement and was higher on contacts 2 and 3. The cause of the high impedance was not determined. Reprogramming was performed. The patient's weight at the time of the event was unknown. It was noted that this information was confirmed with the physician/account. A serial number for the lead was provided; however, this serial number corresponded to an extension, so it did not appear to be correct. No further complications were anticipated.